Event description:
In 2003, the clinician successfully deployed an excluder bifurcated endoprosthesis. A follow-up visit revealed a type ii endoleak with an enlarging aneurysm sac. The clinician explanted the device and surgically repaired the aneurysm. The patient was fine following the surgery. There was no allegation of product deficiency.